Event description:
It was reported that the defibrillator exhibited undersensing which caused sinus vt. The device then resumed normal device function. The patient was in good condition and would continue to be monitored. The physician elected not to perform any programming changes.